Manufacturer narrative:
B5: the international philips remote service engineer (rse) reported a ventilator's battery could not charge during device installation.

Event description:
The international philips remote service engineer (rse) reported a ventilator had exhausted batteries. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the field service engineer. The remote service engineer reported that two lithium-ion batteries were consumed. The issue was reported to have been fixed. No other anomalies were reported.